Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the mayfield skull clamp would not hold the patient's head in place, it slips and caused head laceration. It is unknown if the device failure led to surgical delay.

Manufacturer narrative:
Unique device identifier: (B)(4). Device history record review: the DHR shows no abnormalities related to the reported failure. Failure analysisi & root cause: complaint not confirmed via inspection of the unit. Repairs could not duplicate the slippage. Unit required general maintenance, cleaning, and replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.